Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was a pinhole to the balloon 2mm proximal to the distal markerband. The balloon was loosely folded, and the tip of the device was damaged.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.